Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that it was their error. Response was different than trial. Pt talked with rep. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient did not feel any stimulation. Pt was implanted yesterday and pt could feel stimulation when the medtronic rep was setting it up. Pt also mentioned when they had the trial 2 weeks ago, it could go to 7 and could feel stim and if pt increased higher their legs 'danced' a little. Today pt tried increasing to 8.8 on group a and felt nothing. Reviewed it depends on programming and might be normal not to feel stim. Pt thought it was strange not to feel it. Pt said it did not give pt the same results as the trial. Pt then said they were feeling better and the device was doing something. Pt had not tried group b and c yet. Redirected to hcp. Pt also called the rep and will wait for the rep to call them back. Asked pt for event date, pt kept repeating they did not mess with settings yesterday and only tried adjusting today and realized they were not feeling it when trying to increase.